Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (adjust belt alarms) has been confirmed. The ECG c&d cable was found to have an intermittent connection in connector j704 on the distribution node pca. The intermittent connection caused the reported alarms. The root cause for the intermittent connection in connector j704 could not be positively identified. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned electrode belt (B)(4). The last patient to use this electrode belt was receiving frequent adjust belt alarms.